Event description:
The patient suffered anoxic brain injury and remained unresponsive post-operatively. Life support was agreed to be discontinued by family.

Manufacturer narrative:
Corrected age of patient and date of death, as received on user facility report (B)(4), received on (B)(4) 2013.

Event description:
This was a left-sided lead extraction case conducted in the ep lab to remove a fractured rv mdt 6949 fidelis lead and upgrade to a bi-v ICD. The patient had a total of 3 leads; the lv and ra leads were not to be extracted. The patient was under conscious sedation, arterial line placed, baseline abp was approx 170, fluoroscopy in use, tte and cvs available. The md prepped the mdt 6949 rv lead with a lld-ez and began lasing with a 14f glidelight laser sheath with appropriate bevel placement. Lasing to the end of the proximal coil it was noted the lv was bound to the rv lead. The md then stopped lasing and began manual manipulation back and forth with the laser sheath in an attempt to separate the two leads. The patient's abp began to decline from 170 to 112 to 60 at approximately 12:18pm. The cvs was called into the room, the patient was intubated and a tte was performed noting a small, posterior effusion. The md performed a pericardiocentesis within approx 5 minutes of the initial abp decline with no fluid return. Blood products were hung and the cvs performed a subxiphoid window at approx. 12:37pm, pulling fluid from the posterior heart. The lld-ez was removed from the mdt 6949 and the lead was cut/capped. Cvs requested the patient be prepped for a transfer to the operating room. Approx 62 minutes after the initial drop in the patient's abp the patient was transported to the operating room. During the transport to the operating room, the patient's arterial line was pulled but easily re-started in the or. Due to the continued clotting of the patient abp was maintained until sternotomy was able to be performed at approx 80 minutes. The patient was placed on bypass approx 90 after initial abp decline, it was determined there was an approx 3cm posterior of the svc at the ra junction. The injury was successfully repaired. The patient was placed in therapeutic hypothermia. The patient was transferred to the ICU to recover. The md stated post-op "these types of things happen with lead extractions. I do not blame the laser sheath."

Manufacturer narrative:
Eval summary: device disposed of after use.